Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: b1, h1, h6 (annex a). H6 (annex a): upon return and evaluation of the complaint device, this complaint is no longer considered reportable. Although the customer reported that the sheath was bent and the ¿cap of sheath¿ was ¿disconnected¿ upon opening the device packaging, hub separation was not found upon inspection of the device that the customer returned to cook. The sheath was bent as reported. The sheath protector and other device components were also damaged. As such, cook cannot confirm the failure mode of hub separation. Per a search of risk documentation and previous complaint data, there is no evidence to suggest that a bend or damage to the device found upon opening the device package would be likely to cause or contribute to a death or a serious injury if the failure were to recur. There is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury was alleged, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to use for a procedure involving placement of a stent in the carotid artery, the hub of a flexor shuttle tibial guiding sheath was found to be separated upon opening the device. Upon opening the package, the sheath was bent and the hub had separated. The device was not used, and a 7-french shuttle sheath was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address= phone: (B)(6), postal code: (B)(6), email (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.